Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
After pulling out, the cotton was coming apart-vagina [foreign body in reproductive tract]. Cotton was coming apart [device breakage]. After pulling out, the cotton was coming apart [complication of device removal]. Case description: consumer reported via email that after the tampon was pulled out, the cotton came apart in chunks. No serious injury was reported.